Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device (har36) lot number (a9cz84), and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device (har23) lot number (a9cd6y), and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, har23 (lot a9cd6y) was packaged in the package of har36. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Picture of the device was provided by the customer. The device was received not inside its sterile package, only a tyvek of a har36 with lot a9cz84 was received with the instrument. The device received was a har23 with the lot a9cd6y. Due to this condition we were unable to investigated the issue reported.

Manufacturer narrative:
(B)(4).